Event description:
It was reported that prior to an endovascular aneurysm (evar) repair procedure, pre-close placement of the sutures was achieved in the left and right common femoral arteries (cfa) using prostar xl devices. Reportedly, during deployment the devices were held at a 45 degree angle to the longitudinal plane of the arteries. After the first prostar xl device was inserted into the right cfa through an 8f. Sized access site, an attempt was made to deploy the sutures, but after pulling the handle away from the hub to deploy the needles, only three of the four needles emerged at the top of the barrel. The needles were backed-down and a second prostar xl device was deployed and set to the side. A third prostar xl device was deployed in the left cfa and set to the side. The right cfa was dilated to 20f. And the left cfa was dilated to 16f. After conclusion of the evar procedure, the white knots from each device were delivered to their respective arteries, but both access sites had considerable bleeding. After the green knots were advanced to their respective arteries, heavy bleeding persisted. A surgical cut down was performed that revealed that both vessels were very fragile and the knots of both devices closed the arteriotomy sites, but created a flap as the arterial walls were dissected around the sutures due to the fragility of the arteries. Both arteries were surgically repaired and sutured to achieve hemostasis. The procedure was performed under general anesthesia. The two hour delay in the procedure was clinically significant due to both arteries requiring surgical repair. There were no reported adverse patient sequelae. The physician was reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two prostar xl devices referenced are being filed under a separate medwatch manufacturer report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the needles to deploy was confirmed as a needle strike mark was observed on the face of the barrel face, which suggests that the needles may have been deflected by an unidentified cause. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.